Event description:
It was reported that the physician could not gain a stable position with the lead after numerous attempts. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent and the lead was damaged at implant.